Event description:
Boston scientific received information that the patient's past pacemaker battery longevity ran down before it had been replaced. There were no other comments on this device. The device was out of service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.